Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -9.5 diopter was implanted into the patient's left eye (os) on (B)(6)2022. Pigment dispersion was observed. Cause of the event is unknown. Reportedly, "better control of ocular inflmmation and iop," and patient's current medication: azarga, alphagen, pred forte, vigamox. Patient diagnosed on be myopic choroidal neovascularization which required intravitreal anti-vegf injection."

Manufacturer narrative:
Corrected data: b5: should be corrected to : the reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -9.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to pigment dispersion. Cause of the event is unknown. Reportedly, "better control of ocular inflammation and iop," and patient's current medication: azarga, alphagen, pred forte, vigamox. Patient diagnosed on be myopic choroidal neovascularization which required intravitreal anti-vegf injection." D4: serial number: should be corrected to (B)(6). D4: UDI: should be corrected to: (B)(4). D6b: (B)(6) 2023 should be added for correction. D9: return date: 31-may-2023 should be added for correction. H6: 4627 should be added for correction. Claim# (B)(4).